Event description:
Additional information indicates that subsequent device analysis showed pattern 67. The device was on ac and went to outputs between 3.5 ¿ 5v. Boston scientific technical services (ts) advised this could be a possible cause of unusual battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that the pacemaker exhibited premature battery depletion (pbd). The field representative was unsure if device was on auto capture. The pacemaker was explanted and is no longer in service. No additional adverse patient effects were reported.